Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl. Customer was treated with juice for low blood glucose. It was unknown that auto mode feature was active or not at time of event. Customer reported that there was crack along the battery side of the pump. Insulin pump also had a broken force sensor was detected during seating or regular delivery error alarm. The pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 35 and cosmetic damage at the battery tube found on 16-dec-2021. Device was received with a critical pump error alarm. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window or cover, cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Critical pump error alarm confirmed. Unable to confirm other alarms or other anomalies due to critical pump error alarm. Unable to download history files and traces confirmed. Device exposed to moisture confirmed at the electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.